Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the drill bit broke in two."

Event description:
As reported: "the drill bit broke in two."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned broken. The device inspection revealed the following: the device was returned fractured at its tip. The fragment was not returned. The cutting flutes appear blunted and smoothed, they are not sharp anymore, which evidences intensive usage overtime. Near the fracture area, the tip and cutting flutes show plastic deformation rather than a sharp fracture face. This indicates the drill broke in a ductile manner, due to torsional overload. Most likely the blunt and worn-out cutting flutes resulted in excessive torque during use, leading to torsional overload and therefore breakage of the device. Relevant dimensions were measured and were conforming to specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by excessive torque applied during use, with prolonged service life as a contributing factor. In this relation, the instructions for use state the following: ensure that drilling and cutting tools are sharp. In addition, the stryker instructions for cleaning, sterilization, inspection and maintenance provides information to identify when the device should no longer be reused or is still within specification. If more information is provided, the case will be reassessed.